Event description:
It was reported that the procedure was performed to treat a lesion in the left common femoral and left external iliac arteries. The 10x59mm and 10x39mm omnilink balloon expandable stents (bes) were successfully deployed. An introducer sheath was attempted to be advanced into anatomy for imaging; however, the tip of the introducer sheath was noted to become caught on the 10x59mm omnilink stent, causing the stent to unravel and stretch into the aorta. The decision was made to post dilate the stretched stent against the vessel wall, completing the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported issue and treatment appear to be related to operational context of the procedure, as it is likely the sheath interacted with the implanted 10x59 omnilink stent during advancement causing the reported difficulty to advance. The sheath was reportedly caught on the implanted stent causing the reported stent stretching and damage to the implanted stent. The stretched stent was post dilated into the vessel wall to complete the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.